Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump programmed with multiple fill cannulas and no unexpected alarms noted. The thump and downloaded trace/history files properly. The event date of 22-may-2025, there is no unexpected alarms/suspends recorded in the formatted history file. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor, keypad assembly, battery tube, vibrator, internal battery and motor assembly noted. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and scratched case during the visual inspection. In summary, pump passed all required testing. Unable to verify customer alleged for high bg. Customer alleged not confirmed for pump expose to moisture and pump deliver 3 units fill cannula with alarms. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. Customer pump was dropped without visible damage, pump was exposed to moisture, pump deliver 3 units fill cannula with alarms. The customer blood glucose value was 120 mg/dl and hyperglycemia treatment was unknown. The event involved product mmt-1884. Troubleshooting was performed. Pump passed the self-test. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.